Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise. No intervention was performed. The patient was stable.

Event description:
New information received notes that programming changes were made on 17 jun 2020. The patient was stable.